Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was (B)(6) 2023. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes have expired. Expired tubes will draw less volume than tubes still within their shelf-life. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the tubes underfilled. There was no report of patient impact.